Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Transmission revealed that the implantable cardioverter defibrillator was post-paced t-wave oversensing on the ventricular lead. The oversensing was noted on the stored electrograms. Programming changes were made to the device. The patient would be remotely followed-up in (B)(6) 2018.